Event description:
It was reported that the customer was hospitalized for ketoacidosis. Blood glucose level was 350 mg/dl. Symptoms were nausea, vomiting, ketones, and customer felt he had a virus. Customer was treated with IV drip. Trouble shooting was performed. Drive support cap appears normal. No air bubbles in tubing. No leaks were noted. Time and date were incorrect, time and date corrected. Basal and bolus were correct. Checked alarm history, multiple low reservoir alarms found. Checked bolus history, advised to program a 0.2 normal bolus and found .200n in history. Inaccurate bolus history verified. Customer was advised to discontinue use of the device and revert to back up plan per doctors' instruction. No further information to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with cracked case at display window corners, reservoir tube, and battery tube treads. Device also had a scratched display window.